Event description:
The fe reported that after fluoroing for a extended period of time, regulator failure error would display. This is suggestive of pt involvement and therefor an aro. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator was calibrated during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.